Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded on (B)(4) 2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. There was evidence of moisture found in the battery compartment. The returned battery cap was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete a 24 hour duration test with no power interruptions occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was observed on the printed circuit board or any other internal components. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture/corrosion in the battery compartment. It was noted that there was no physical damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.